Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-00499. Additional follow-up information received identified surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned back to it's original placement thus resolving the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-00499. It was reported the patient experienced overstimulation in their right rib area after bending over to get off the couch. Reportedly, reprogramming was able to provide left-sided coverage only. In turn, x-ray imaging confirmed lead migration. As a result, surgical intervention may be undertaken as the next course of action.